Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical canada evaluated the device and the device performed to specification. The device was put through extensive testing including full functional testing and defib cycling using the returned multifunction cable and roc adapter without duplicating the customer's report. The multifunction cable and connector were replaced as a precaution.the device was recertified and returned to the customer. Review of the device log confirmed the occurrence of the reported problem. The end user entered pacer mode, which prevented the device from displaying the signal via the pads lead view and prevented the device from populating the CPR dashboard. This is by design while in pacer mode. Analysis of reports of this type has not identified an increase in trend.